Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of corneal decompensation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a clinical patient with a xen®45 gts experienced corneal edema: mild, transient (<30 days). Severity noted as mild. Event is noted as resolved without sequalae. Treatment is noted as none. Patient later had the event of corneal edema: mild, transient (<30 days) occur again. Event was moderate, possibly related to device, and resolved with sequelae. Event further described as "mild corneal edema progressed to severe and patient underwent dsaek".